Event description:
The generator and lead were received by the manufacturer on (B)(4) 2012. However, product analysis has not been completed to date. The return product form was received which provided the reason for generator and lead replacement surgery due to lead discontinuity with eri=no. The implant card was also received which confirmed the date of surgery as (B)(6) 2012, and it also reported the reason for generator and lead replacement surgery due to lead discontinuity.

Event description:
A company representative reported that high impedance was observed during systems diagnostics. The pt had experienced painful stimulation at the generator site and face. The representative reported that the pt's symptoms were all characteristic of high impedance, and no diagnostics had been performed in some time. The pt's pain went away when the generator was disabled after the high impedance was observed. The pt was involved in a car accident a couple of years ago, but it is unk if this may have contributed to the high impedance. The pt's lead was replaced in 2009, and during surgery, the lead was reportedly dropped on the floor. The surgeon electively chose to implant the dropped lead after cleaning in a betadine or saline solution, per the company representative . No x-rays are being taken. It is unclear if systems diagnostics were okay following surgery, as there are no records of the pt's programming/diagnostic history available. The pt was referred to a surgeon for lead revision. Although surgery is likely, it has not occurred to date.

Event description:
It was reported on (B)(6) 2012, that the patient had a surgical consult the following week for full vns replacement surgery. The patient then had generator and lead replacement surgery on (B)(6) 2012. Although product return is expected, the generator and lead have not been received to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Analysis for the generator and lead was completed. The generator performed according to functional specifications. No abnormal performance or any other type of adverse conditions were found. A portion of the electrode array portion including the electrodes was not returned for analysis, so an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Manufacturer narrative:
Date of event, corrected data: the initial report inadvertently reported the incorrect aware date.